Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) advised to different methodologies used, unknown if qc (quality control) was run on the 'finger stick' device that day or calibrations, too many variables involved. The most probable cause of the reported event was an eventual different testing methods involved.

Event description:
On (B)(6) 2017, the customer reported potential discrepant patient results with their hlc-723g8 analyzer sn#(B)(4). Customer reported that they had a patient sample that was run on the g8 and they got a 6.3 a1c result, they also had this same patient be run on a manual 'finger stick' type of device at another office and the result there was 6.7. The dr in the office questioned them that this was too big of a difference and wanted to know why the two results did not match. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.